Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. After the procedure was successfully completed, it was noted that 15cc less fluid was withdrawn from the catheter than was inserted. Upon further investigation, a small leak in the balloon was discovered.